Manufacturer narrative:
Result: adhesive on spacer foam did not hold, allowing the foam to lift and contact the fan. Conclusion: device was replaced for customer in advance of investigation findings and repair.

Event description:
It was reported that the fan had trouble spinning causing the machine to overheat. No patient involvement or adverse consequences were reported.